Event description:
A physician (surgeon) was using a gel mark ultra biopsy site maker in conjunction with a mammotome biopsy device probe. He felt resistance while he was removing the gel mark ultra from the probe. On removal he observed that the tip had sheared off. The tip is presumed to be in the pts breast. There were no plans to retrieve it. There were no pt adverse effects.